Event description:
The pt underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted arteriotomy closure with a prostar plus 8 fr pvs device. The needles did not present on deployment. Backdown was not successful. The needles were accessed and removed with needle clamps under fluoroscopy. The device was removed and an interventional sheath was placed for manual compression. Six hours after the procedure, the pt began to complain of groin pain. An ultrasound showed a thrombus occluding the femoral artery. The pt was sent to surgery for successful removal of the thrombus. The pt was discharged without sequelae. Perclose does not believe that the prostar device was associated with the thrombus formation. Thrombus is a known complication of manual compression and has not been associated with the prostar device in the absence of manual compression.